Event description:
Covidien received info that a pt was extubated and expired while on the 840 ventilator. The nurse reported no alarm was heard. Covidien and (B)(6) both inspected the device and could not find any problem with the device. The ventilator passed all testing. Multiple attempts have been made to try to obtain further info about the event but we have been unable to obtain add'l info from the customer. A rep from (B)(6) stated that they believe this is a nursing error and the nurse did not hear the alarm because she was not in the proximity or close to the room. If add'l info is received, we will submit a f/u report.

Manufacturer narrative:
This ventilator is the property of (B)(6).